Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The insulin pump was received with a minor scratched display window. The insulin pump was received with a cracked reservoir tube lip and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 5.3 mmol/l. Troubleshooting was done. The customer stated the alarm did not occur after moisture exposure and that a button was not pressed for three minutes or longer. Advised customer that a replacement insulin pump would be sent. Nothing further reported.